Event description:
MFR received a medwatch report from the FDA alleging that a resident tipped out of wheel chair while being transported in a van". The resident sustained a broken leg as the result of the alleged incident and subsequently died.